Event description:
It was reported that the device was in a hardware backup mode. Technical services discussed replacing the device. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.